Manufacturer narrative:
Screen on was not verified. Out of range issues the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.

Event description:
It was reported that the wake button was delayed in responding to touch. Additionally, it was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 380 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.